Manufacturer narrative:
(B)(4). Customer returned incorrect meter - unable to test. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 150-175mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the bathroom. The test strip lot manufacturer's expiration date is 6/30/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (time not set): 375mg/dl, (B)(6) 2016,12:25:00 pm, fasting: yes, 314mg/dl, (B)(6) 2016, 06:55:00 pm, fasting: yes. The customer is concerned since he always tests fasting in the mornings. He takes januvia and glipizide to manage her diabetes. The customer has not had any changes in his diet.